Manufacturer narrative:
The balloon catheter, afapro28 with lot number 19877, was returned and analyzed. Smart chip verification indicated the catheter was used for 12 injections. Performance test failed due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ after connecting the catheter to the console. Also, dissection revealed a guide wire lumen (gwl) kink and breach 0.87 inches from the tip. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to the gwl kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the potential on some of the electrodes of the mapping catheter did not appear. The mapping catheter was replaced which resolved the issue. Additionally, when attempting the reinsert the balloon catheter into the sheath, the insertion failed. Visual inspection oft he balloon catheter showed a kink in the balloon section. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least 12 applications were performed with the returned balloon catheter afapro28 with lot number 19877 without any issue on the date of the event. In conclusion, the data files did not indicate that there were issues with the balloon catheter. If information is provided in the future, a supplemental report will be issued.